Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-534a-2323: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber/glass cap shows another circumferential fracture on the proximal side of fiber/cap fusion zone at the metal cap open end; there are signs of melting and crystal deposits at the location of the metal cap open end fracture; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass/metal cap is partially attached to the outer flow tubing open end; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; there is indication of slight melting on metal cap output window; the outer flow tubing exhibits severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 115,812 joules and 15 minutes of use, the fiber broke. The fiber tip (cap) was not cleaned during the procedure. It is unknown how the procedure was completed. There was no injury to patient reported.